Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample has not been returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported from the results of a clinical study (bpv18002) that at the three month follow up visit, physical examination showed endoavf non maturity. The endoavf was documented with bruit and thrill present and no ischemia; however, it was not mature at that time. No adverse events have been recorded for this subject to date. Three second stage procedures were performed: the first occurred one month and twenty one days later, the second two months and four days later, and the third one month and twenty seven days later, all intended to support maturation of the arterialized vein segments. The current status of the patient remains unknown.